Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurate results when compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 7:00am, he obtained readings of "230 and 250mg/dl" taken on the same meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference between these two results does not exceed the expected value of <=20%. The patient reported using metformin and glimepiride (unknown doses) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However, the patient reported 1 month after the start of the alleged issue, she felt "dizzy, lightheaded, and sweaty." The patient denied receiving medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The cca noted that the patient was using an approved sample site to obtain the samples. However, no control solution test was completed due to the patient not having any testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia. In addition, the patient performed a meter vs. Same meter comparison where the calculated difference of those results does not meet lfs criteria for precision reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.